Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms for the past year. The customer's blood glucose was unknown. The customer was unable to perform troubleshooting at the time of the call because the insulin pump was not present. The customer confirmed that the issue did not result in a serious injury or hospitalization. Nothing further reported.